Event description:
The customer utilized the thermogard xp ivtm system (s/n (B)(4) to treat a patient for hypothermia. During the treatment, the thermogard console displayed a "saline empty" alert. Upon inspection, the customer noted that saline had leaked from the start-up kit (suk) into the air trap chamber of the thermogard console. The customer discarded the suk. Another thermogard console (s/n (B)(4) was primed with a new suk to continue the treatment. A few days later, the second thermogard console also displayed "saline empty" alerts. The customer noticed saline had leaked from the second suk into the thermogard console's air trap chamber. At that point, the patient's treatment had been completed. Therefore, the customer removed and discarded the second suk and contacted zoll service for technical inspection of both (B)(4) consoles. The customer did not provide any further information regarding the details of the treatment. The patient had no reported adverse events. Please see the following related MFR report: MFR # (B)(4) for the thermogard console (s/n (B)(4).

Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4) was evaluated by zoll service personnel at the customer site. The reported complaint that the thermogard system displayed "saline empty" alert(s) was confirmed during the system's event log data review. The event log showed multiple "alert_saline_empty" alerts around the customer's reported event date. The "saline empty" alert will occur by design if the air trap liquid level drops too low while the system is in standby mode. The root cause of the reported complaint was the overflow of saline into the console's air trap chamber, caused by the defective suk used at the time of the event. During visual inspection, no physical damage was observed on the thermogard console. The initial functional test passed without any faults or errors. During device inspection, dried saline traces were observed on the air trap sensor block. The zoll service personnel cleaned and sealed air trap sensor block to prevent moisture ingress. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.